Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1) 348 mg/dl and 40 mg/dl 2) 175 mg/dl and 50 mg/dl 3) 202 mg/dl and 88 mg/dl the comparisons were performed on different dates. Customer was feeling well with no symptoms. Customer states the test strips are left in the rv on the front dashboard and are exposed to extreme temperature. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account alleges that the brake will not hold. No injuries were reported.